Manufacturer narrative:
(B)(4). The sample has been scrapped at the hospital. Therefore, no device will be returned for investigation. The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, upon decannulation, the nurse was unable to completely deflate the pre-tested tracheal tube cuff. There was no patient harm or device replacement reported.